Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported receiving no delivery alarms on the insulin pump. Customer changed out the entire set. The customer's blood glucose was 280 mg/dl. Customer was unable to troubleshoot at the time of the call as the insulin pump had a black screen. At this point, customer's blood glucose was 116 mg/dl. The insulin pump had not been exposed to extreme temperatures nor direct sunlight. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. No display anomaly during testing. The insulin pump had unresponsive up and down buttons due to unlocked lcd keypad connector. The insulin pump was unable to performer wind test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive buttons. Reconnected keypad connector, insulin pump passed operating current test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and stained end cap sticker.